Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother noticed that in the morning the user is not reacting to her voice anymore. The family will meet the surgeon to discuss a possible re-implantation.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user has multiple challenges and the mother noticed that one morning he was not reacting to her voice anymore. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The users mother noticed that one morning the user was not reacting to her voice anymore. The user has been re-implanted.